Manufacturer narrative:
Device evaluated by manufacturer: the rotablator plus device was received for evaluation. Visual inspection revealed no damage or irregularities. During device-to-device interaction testing, the rotablator plus system was connected to the rotablator console control system. When the foot pedal was pushed, the device was able to reach and maintain optimal speed without issue or resistance. No issues were identified throughout the product analysis h6: impact codes: corrected.

Event description:
It was reported that device was stuck in lesion. The patient presented with coronary artery disease (cad). The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50 mm rotablator rotalink plus was selected for percutaneous transluminal coronary angioplasty (ptca). The rotational speed was set to 160.000rpm. A pecking motion was used for advancement, however, the burr got stuck in the lesion due to the severity calcification and the deceleration indicator come on. Intracoronary nitroglycerin was administered, the burr, along with the rotawire drive, was removed as a single unit using dynaglide mode. The procedure was successfully completed using a 1.25 mm rotablator rotalink plus. No patient complications reported, and patient was discharged and doing well post procedure.

Event description:
It was reported that device was stuck in lesion. The patient presented with coronary artery disease (cad). The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50 mm rotablator rotalink plus was selected for percutaneous transluminal coronary angioplasty (ptca). The rotational speed was set to 160.000rpm. A pecking motion was used for advancement, however, the burr got stuck in the lesion due to the severity calcification and the deceleration indicator come on. Intracoronary nitroglycerin was administered, the burr, along with the rotawire drive, was removed as a single unit using dynaglide mode. The procedure was successfully completed using a 1.25 mm rotablator rotalink plus. No patient complications reported, and patient was discharged and doing well post procedure.